Event description:
"Potential catheter infection" reported to MFR per technical svs dept. Hcp later confirmed that pt did have infection and catheter was replaced. Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available.